Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low results of "somwhere in the 100's" on the onetouch link compared to "somwhere in the 300's" on another device . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.